Manufacturer narrative:
This event is part of a retrospective review associated with a correction implemented in CAPA 32, and is being reported late. Intuvie received a report indicating that an infusion pump failed the ground resistance test, measuring 117 ohms, which exceeds the acceptance criterion of < 0.1 ohm. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed however, the probable cause could not be determined. No patient or user harm was reported. (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the ground resistance test, measuring 117 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed however, the probable cause could not be determined. No patient or user harm was reported.